Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 was failed. The field service engineer (fse) had investigated a drawer experiencing double-clicking before releasing. The fse had entered the hardware test application (hta) program and examined all sensors, confirming proper response. The drawer had been pulled to verify connections for sensors, connectors, and cables, followed by an inspection of the latch assembly and kicker spring. Additionally, the fse had inspected all drawers in the main and auxiliary units before releasing the unit to the customer. The electronic compartment had been vacuumed, loose medications and debris had been inspected, rail operation and slide bumpers had been checked, and any loose drawer fronts had been tightened. The system functioned as intended after the field service engineer repaired the device.